Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with arteriosclerosis and underwent endovascular therapy. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during fifth inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post-procedure.